Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door repeatedly failed to lock and required maintenance. The field service engineer (fse) powered down the station and replaced the pyxibus cable with a 25-foot cable instead of 12-foot cable to improve connection stability. The station was tested in the hardware test application (hta), and the customer verified functionality by logging in and performing an inventory check on the fridge station. A follow-up confirmed that no further failures occurred on the remote manager after the cable replacement, and the station continued to operate as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door was failed to lock. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.